Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. An m31 air detected in cassette alarm had occurred prior to discovery of the fluid leak. The patient was in fill 4 of 5 when they contacted ts. During troubleshooting with ts, fluid was observed in the pump module area and on the exterior of the cassette. The patient estimated that three quarters of a cup of fluid leaked from inside the cassette door. The patient was advised to discontinue use of the cycler and they were issued a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient stated they would complete their treatment by performing an alternate method of pd therapy. Additional information was obtained through follow-up with the pdrn. The pdrn was aware of the events, but they did not have specifics. The pdrn was able to confirm the patient completed their treatment by performing a manual pd exchange. The patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient did not mention anything to the pdrn about the cassette being damaged. The pdrn confirmed the patient received their replacement cycler and has not experienced any further issues. The pdrn did not know if the cycler set was available for evaluation. The patient could not be reached for additional information.